Manufacturer narrative:
The icp express monitor was returned for evaluation: UDI - (B)(4). DHR - there is no indication that the production process may have contributed to this complaint failure analysis - the center was able to replicate the issue reported, the power/battery failure was verified. The battery was replaced. The unit was also missing internal screws. After repair, the unit passed all operational and functional testing. Based on the analysis conducted, the complaint was confirmed. The root cause is was determined to be the battery in service in repair.

Event description:
A facility reported the icp express monitor needs battery replacement, shuts off upon losing ac power.